Manufacturer narrative:
The returned controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller, except that their real time clock (rtc) had been reset to zero. However; when the time and date were set to actual time and date and the internal coil cell battery (bt2) adequately recharged, controller was able to keep accurate date and time. The rtc had been reset itself because it was not connected to external power for extended periods and its internal coil cell battery had run down. Analysis completed (B)(6) 2015. Per instructions for use, always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-01874, 01875) submitted for devices related to the same event.

Event description:
It was reported by medical staff that a patient was in the clinic for a follow up visit due to a recent controller exchange that the patient did at home. The primary controller showed a depleted internal battery and it was recommend to be changed. The controller was exchanged with no reported consequence or impact to the patient. No additional information was provided.